Manufacturer narrative:
The investigation determined that the issue is related to the patient sample as the presence of macro ast was detected in the sample after precipitation with polyethylene glycol (peg). There were no follow up actions. No devices were returned. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>1</noe> malfunction event. Discrepant low results were generated by a cobas 6000 c (501) module. The events involved a total of 1 patient with the following: three samples with erroneous results for astl aspartate aminotransferase acc. To ifcc without pyridoxal phosphate activation.